Event description:
It was reported that the pin in toggle lever came out of the zimmer air dermatome handpiece and the device would not run. Add'l clinical f/u with the reported indicated that the issue was noted when the device was rec'd in the central sterilization department for cleaning and processing, following surgical procedure use. The procedure had no reported issues and there was no report of pt injury.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.